Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited noise. There were no patient consequences. No further information was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received stated that the atrial and right ventricular leads were extracted and replaced on (B)(6) 2018. The patient was doing fine.

Event description:
New information received noted that the atrial and right ventricular leads were explanted. No further information was reported.